Event description:
It was reported by the rep that the one rpfxb was used during a laparoscopic gastric resection. The surgeon used the device to staple across the stomach with the blue reload. It stapled once and reloaded. The second fire jammed on the tissue. The surgeon opened the instrument properly but the anvil of the instrument remained closed on the tissue through the trocar. The rep was paged and performed troubleshooting over the phone. Eventually the rep arrived, and they had already opened another rpfxb. It was to be used to resect 1cm lower from the jammed stapler. The rep had them remove that stapler and use the atg45 (green reload) to fire across tissue. The surgeon successfully resected the stomach and was able to remove the jammed stapler and tissue through the trocar. He proceeded and determined to open the pt. He made a mini laparotomy and removed the stomach tumor. The or time was extended by 1.5 hours and the hospital stay will be exceeded.